Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a coronary artery stenting treatment procedure, failure to cross the lesion occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). The lesion was pre-dilated. A 3.50x32mm promus element was selected and advanced to treat the target lesion; however, the device was unable to cross the lesion. The device was removed intact. The procedure was completed with another with same device. There was no patient complications reported and the patient's status was stable. However, the returned device revealed stent damage.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR: visual and microscopic examination of the returned device identified the struts on the stent were kinked at approximately 30mm from the tip of the catheter. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The most probable cause is operational context as device performance is limited due to anatomical/procedural factors. (B)(4).